Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three clips were applied to cystic duct and noticed later in the case that "one of the clips came loose". Additional steps taken to secure duct. There were no adverse consequences for the patient.